Manufacturer narrative:
The reported events were cardiac perforation, failure to capture, low pacing impedance, r-wave amp variation and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of failure to capture, low pacing impedance and r-wave amp variation were not confirmed. Electrical testing did not find any anomalies. The reported event of helix mechanism issue was confirmed. Visual and x-ray inspection found the cause of helix mechanism issue was isolated to the helix being damaged during procedure and over torqueing of the inner coil

Event description:
It was reported that the patient presented to the emergency room with chest pain. A computer tomography (CT) scan of the patient's chest revealed a cardiac perforation of the right ventricular (rv) lead. The lead exhibited no capture, low pacing impedance, and decreased r-wave amplitude. The physician attempted to reposition the lead however the helix would not extend. The lead was explanted and replaced. The patient was stable after the procedure.